Event description:
The customer reported that while replacing the closed-tube sampling (cts) blade/wick on the unicel dxc 600 synchron clinical system, the operator cut a finger on the used blade; consequently experiencing biohazard exposure. The cut was cleaned by the customer. The operator did not go to the emergency room for treatment and other first aid, medical attention was not required as a result of this event. The user was wearing personal protective equipment (ppe) consisting of gloves. Is unk if the material safety data sheet (msds) was reviewed; however, it is readily available. Blood was drawn from the operator for (B)(6) monitoring. There were no reports of death or serious injury as a result of this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Service was not applicable. While a biohazard exposure may have occurred, there was no system malfunction and user error may have contributed to the reported event. Beckman coulter inc, documentation has warning regarding sharp hazard: the cap piercer blade is very sharp and has been exposed to potentially biohazardous fluids. The prevent injury or exposure, do not touch the points of the blade and wear gloves. The blade and wick assembly are removed at the same time by holding the blade at the top w/o touching the sharp point of the blade and discarded into a biohazard sharp container. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.